Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: (B)(4) certified service technician was able to verify the customer's reported issue. Bench testing revealed a faulty inverter board causing the blank screen issue. The service technician replaced the inverter board and issue was resolved. Unit passed all testing and met all (B)(4) manufacturer specifications.

Event description:
The customer reported model palmtop ventilator enve has a blank screen. At this time, it is unknown if there was any patient involvement associated with the reported malfunction.